Event description:
A malfunction was reported by air liquide healthcare ireland without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurs and acknowledged understanding this guidance.